Event description:
This lead was removed because it kept dislodging. It took the physician several attempts to get the lead to stick during the implant and then later that night the lead dislodged. The next day the physician attempted to reposition it but was unable to get it to stick again. He chose to remove the lead and plug the port at that time. The hospital retained the device. Should additional information become available, this file will be updated.